Manufacturer narrative:
Correction to the b5 to include to the product: gynecologic laparoscope instead of subject device.

Event description:
It was reported that the gynecologic laparoscope exhibited image flickering. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has scratches. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited image flickering. The issue was found during inspection for use. There were no reports of patient involvement.